Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number 1627487-2020-02935, 1627487-2020-02937, 1627487-2020-02938. It was reported that the patient had an exploration of their neck incision on (B)(6) 2020 to remove stitches from unrelated surgery. Scs system is providing effective stimulation.